Event description:
The customer reported to philips healthcare, "the battery can't charge." There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Manufacturer narrative:
.